Manufacturer narrative:
The reported event was inconclusive. No sample was returned and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related due to heavy salt accumulation on inflation lumen causing blockage. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was unable to perform due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter could not be removed and the water in balloon could not be extracted. It was also stated that the balloon could not be punctured and a thin guidewire was inserted through the balloon channel. The balloon was punctured under the emergency department of anesthesia. The tube was successfully removed and the patient did not experience any discomfort.